Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their dash system was not delivering boluses throughout the night and into the next day with no error message produced. No medical assistance was required and they reported their blood glucose values remained stable. The patient applied a new pod and reported no further issues, confirming that boluses were being delivered successfully.